Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm 2002. The diameter of the proximal non-aneurysmal aortic neck was 23 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 22 cm. Aneurysm and vessel morphology are unknown. The patient has a history of hypertension. It was reported that the right common iliac artery was dissected; therefore, a wall stent was used to repair the dissection. It was reported that, during placement of an extender cuff in the left common illac artery, the left internal iliac artery became occluded. The decision was made to cover the left internal iliac artery and extend the stent graft into the left common iliac artery. It was reported that there were communicating branches to the left internal iliac artery that filled the left common iliac artery retrograde. The left common iliac artery was also dissected; therefore, a stent was used to repair the dissection. It was reported that the patient would be monitored. No problems were reported with the deployment of the stent grafts. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the patient is reported to be fine.